Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that numerous attempts to move and/or reposition the ra and rv leads away from the tricuspid valve were attempted but were unsuccessful. The stent was placed in the superior vena cava-ra junction via a balloon angioplasty due to the unsuccessful attempts to re-position the ra and rv leads.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced superior vena cava stenosis and regurgitation. It was also reported that the stenosis and regurgitation of the tricuspid valve was suspected to be as a result of the right atrial (ra) and right ventricular (rv) leads being positioned across the valve. The ra and rv leads were explanted and replaced during the stent positioning procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.